Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Weight - (B)(6). Explanted date: device was not explanted. Additional patient information: height 167 cm. The actual device was not received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an expired angio-seal device was deployed during a pci (percutaneous coronary intervention) procedure. The box and package were correctly labeled. The patient has not presented any problems. The health care provider who deployed the device did not detect any issues during the deployment. The patient's condition was reported to be good the next day during a follow up. The patient was stable. The procedure outcome was successful. There were no other devices or equipment used with the angio-seal device.